Event description:
It was reported that a user experienced multiple supply-related issues with an infusion set connector, including a cartridge detaching from the pump due to an unlocked connection, and expressed difficulty adapting to supply changes as a new user; blood glucose values were reportedly unaffected, and no alerts or alarms occurred. Symptoms included no reported adverse clinical effects. Outcomes included no change in clinical status and no medical intervention or hospitalization. Investigation included user interview, troubleshooting, and education. Investigation of this case revealed user handling error related to securing the connector. It was concluded that the device functioned as designed, with user technique as the likely contributor, and education was provided to mitigate recurrence.

Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.